Manufacturer narrative:
According to the facility on 08/24/22, 'the device exploded on the table and the patient'. No additional information is available at this time. The sample has been requested but has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 08/24/22, 'the device exploded on the table and the patient'.